Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log, and reproduced error by running a diluent prime. Fse replaced the diluent syringe unit, ran several diluent primes without error. Fse successfully validated the analyzer by performing quality control run without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7: list of error messages states the following: [4013] spec. Sy home not found is generated when the home position of the specimen syringe motor cannot be detected. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to faulty specimen/diluent syringe unit.

Event description:
A customer reported getting error message "4013 specimen syringe home not found" while running quality control (qc) on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to clean the screw assembly at the bottom of the sample syringe and attempt the qc run again, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.